Event description:
Affiliate indicates a valve was implanted into a pt with hydrocephalus during a peritoneal derivation procedure. The pt was well and she was monitored by cranium x-ray and computer tomography. Suddenly on 11/18/1998, the pt showed symptoms of sickness with vomiting, dizziness, drowsiness and irritation. The hydrocephalus was uncontrolled according to the last cranium computer tomography. The pt was sent to emergency surgery for revision of the valve.